Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display and that the customer experienced high blood glucose levels. The blood glucose reading was 351 mg/dl, which the customer treated with manual injection. The customer stated that he had high blood glucose due to not getting insulin from the device. He noted that the device had been dropped during the night prior to the issue occurring. Troubleshooting did not resolve the issue; advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to a broken solder joint on the interface board. The device was received with cracked reservoir tube lip.